Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent embolization occurred. When the guidewire was loaded into the catheter the physician noticed the 4.00x16 mm liberte bare metal stent had dislodged. The stent was found inside the proximal side of stent protector. The physician thinks the stent could have been dislodged from the catheter when retrieving it from the stent protector. The stent did not come in contact with the patient. The procedure was completed with a different non-bsc stent. No patient complications were reported. Patient status reported as "good".